Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent a partial knee resurfacing procedure on (B)(6) 2005. Subsequently, a revision procedure was performed on (B)(6) 2013 due to progression of disease. The surgeon removed and replaced all components with a total knee system.